Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor and the ilet, with glucose values visible in the dexcom app but not on the ilet. Symptoms included no clinical symptoms. Outcomes included no impact on health and no alerts or alarms. Investigation included troubleshooting and education on reconnecting the sensor and restoring communication. Investigation of this case revealed that the ilet resumed receiving glucose readings after the user reconnected the sensor. It was concluded that the event was due to temporary communication loss between the cgm and the ilet, resolved through reconnection without clinical consequence.